Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1003, indicative of the battery voltage being too low for the projected remaining capacity. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.